Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated information: d10, h2, and h6. Corrected field: h6 component code. The device was returned to olympus for inspection and the reported failure was confirmed; the probe was broken off. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic hysterectomy total laparoscopy the metal part of the instrument's jaw broke. The broken piece was recovered. The patient suffered no harm as a result of this incident.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.